Event description:
The complaint received states that approximately one year post cypher stent implantation, the patient suffered in-stent thrombosis and an mi and approximately 19 months post implantation, suffered another mi with in-stent restenosis. This is a (B)(6) male with strong family history of premature cardiac disease, hyperlipidemia and positive smoker. The indication of the index procedure was unstable angina and positive functional stress test ((B)(6) 2005). Angiography revealed normal lm, lad has proximal 70% stenosis, mild proximal rca disease with intraprocedural arteriospasm, and a proximal 99% stenosis of the non-dominant. Lcx. Lv function was reported as normal. Percutaneous coronary intervention was performed in the circumflex coronary artery. One 3.0 x 18 mm cypher stent was implanted in the proximal lcx without report of difficulties. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The patient was discharged home the day after the procedure on aspirin and plavix. Post-interventional treatment with plavix was reported to be prescribed for three months. The patient initiated a cardiac rehabilitation program; however, was unable to complete the expected length of the program secondary to work requirements. Approximately 3 months post implantation, the patient presented to the ER with complaints of chest pain. The patient was treated with oxygen, lab tests and monitoring. The patient was discharged home with a diagnosis of atypical chest pain and told to follow up with his cardiologist. Approximately one year ((B)(6) 2006) later, the patient experienced the thrombotic event and myocardial infarction. The patient presented with angina and an acute mi. The patient had stopped plavix approximately two months prior and aspirin approximately one month prior to this acute mi event.

Manufacturer narrative:
Angiography revealed in-stent restenosis and thrombosis of the lcx cypher stent. Mechanical thrombectomy was performed and then a taxus stent was implanted to treat the restenosis with in the cypher stent. The lvef was reported to be 50% at this time. The patient was restarted on aspirin, plavix and statin medications. Approximately 19 months post cypher implantation ((B)(6) 2007), the patient again presented with angina and was diagnosed with an acute subendocardial infarction. . Dual antiplatelet medication had been maintained. The patient had also stopped smoking. Angiography revealed an 80% restenosis at the proximal portion of the implanted stent. The patient was recommended for cardiac bypass surgery at that time. The cypher stent remains implanted thus unavailable for analysis. There is no sterile lot number thus no DHR could be performed. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. The patient was discontinued from an asa and plavix regimen. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, patient and medication regimen issues may have all contributed to the reported events.

Event description:
This male patient had a cypher stent implanted in a critical stenosis in this circumflex artery in (B) (6) 2005. The stent was implanted after several weeks of unstable angina. Post implantation, he was prescribed plavix for 3 months. In (B) (6) 2006, he suffered stent thrombosis leading to acute mi.

Manufacturer narrative:
This male patient of unknown age and medical history experienced a thrombotic event leading to acute myocardial infarction approximately one year after implantation of a cypher stent. The indication of the index procedure was unstable angina. Percutaneous coronary intervention was performed in the circumflex coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. Here is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the circumflex. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported to be prescribed for three months. Approximately one year later, the patient experienced the thrombotic event and myocardial infarction. No additional information was available. The product remained implanted in the patient and is thus, not available for evaluation. A device history records (DHR) review could not be conducted because, the lot number of the product was not reported. Thrombotic events are known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.